Manufacturer narrative:
This follow-up report is being submitted to correct the investigation conclusion and corrective action taken on the 30 psi failure. Recalibration was not sufficient to correct the 30 psi occlusion failure, and the pressure sensor was replaced to resolve this issue. The ground resistance failure was corrected by replacement of the power filter module. Following these component replacements, the device passed testing. The probable cause of the failures was determined to be component failure of the pressure sensor and power filter module. Refer to complaint record (B)(4) for additional details.

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 18.700 psi, which is outside the acceptable range of 22 to 38 psi. The infusion pump also failed the ground resistance test, measuring 0.263ohm the acceptance criterion for this test is < 0.1ohm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 18.700psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The resolution at this time is unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.263ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was undetermined at this time. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 18.700 psi, which is outside the acceptable range of 22 to 38 psi. The infusion pump also failed the ground resistance test, measuring 0.263ohm the acceptance criterion for this test is < 0.1ohm. No patient involvement was reported.